Event description:
Coiling treatment of an internal carotid artery aneurysm. It was reported during the procedure, the balloon could not be inflated and leakage was detected at the tip. The balloon catheter was then withdrawn from the pt. Another balloon catheter was then used. During the coiling procedure, the aneurysm ruptured causing subarachnoid hemorrhage and carotid-cavernous fistula. Both complications were treated; however, the pt was reported to have expired.

Manufacturer narrative:
The balloon catheter has been evaluated and confirmed the catheter leaked at approximately 2.5mm from the distal tip of the catheter. Balloon leaked.